Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.

Event description:
According to the reporter: occurred prior to a sub total gastrectomy, he/she tried to connect the reload to the manual stapling handle, however, the shaft cover of the cartridge was disengaged and could not connect the device. The procedure was completed with another device.